Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13770. It was reported the pt was in the hosp and she allegedly felt weakness in her legs. The pt had a cat scan which was normal. The pt's condition didn't improve and her scs system was explanted. F/u identified the pt was going to physical therapy. No further info is available at this time.